Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Section b3: date of event is estimated.

Event description:
It was reported patient noticed the pocket getting warm during an MRI scan that subsided post scan. The device was in MRI mode. A manufacturer representative checked patient's system and there were no issues. Therapy is giving relief. No further action required at this time.